Manufacturer narrative:
The device was repaired in the field but not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. Console logs from the reported day of event are consistent with complaint and show alarm #1039 (defective optical sensor lamp) preceded by two "bad_lamp" errors reported by optical bench. Replacing the lamp assembly did not resolve the issue, so the optical bench was replaced and issue finally resolved. The cause for optical bench malfunction was not investigated. The cause of the controller alarm was defective optical bench. The cause of optical bench defect was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) produced a controller error yellow alarm during maintenance. There was no patient involvement.